Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no devices were received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Revision - reverse total shoulder: patient was originally operated on this monday ((B)(6) 2019) by same surgeon, but patient dislocated very early on. When revised, was evident that the greater tuberosity had fractured and the implant had sunk (subsided), causing dislocation. Original case was a fracture, surgeon re-cemented the original stem and put a plus 9 poly in. Surgeon said no fault of the implant at all. Patient aged (B)(6) years.